Event description:
The product was used during an unspecified thoracic procedure. Reportedly, the instrument locked on tissue. The surgeon pried open the instrument to removed it and complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.